Event description:
It was reported the device malfunctioned. Followup indicates the screen would not come up on power up. The device was returned for test and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the ring was bent, the keyboard pad was cosmetically damaged, the ring cover was contaminated and the lead flex o-ring was broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device malfunctioned. Followup indicates the screen would not come up on power up. The device was returned for test and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).